Event description:
The customer reported that on (B)(6) 2011 human chorionic gonadotropin (bhcg) no value results with instrument flags were generated on the access 2 immunoassay system for an unknown number of patients. The instrument flags were indeterminate flags which are indicative of a result that cannot be distinguished from a system failure. No patient results were provided by the customer in association with this event. The bhcg no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. A routine system check during the timeframe of the event met instrument specifications however both levels of bhcg quality control results were "very low." Instrument performance data was not provided by the customer in association with this event. Specific patient information and sample handling/collection information were not provided by the customer.

Manufacturer narrative:
(B)(4). Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the substrate and bhcg reagent packs were being stored in the back of the laboratory's refrigerator next to a frozen side panel. The fse noted that some of the products were frozen and had gone through a least one freeze/thaw cycle. The substrate color had changed from a fluorescent yellow to yellow. Note: substrate storage conditions are 2 -8 degrees celsius and bhcg reagent pack storage conditions are 2-10 degrees celsius per their respective instructions for use. The fse loaded the instrument with fresh substrate and bhcg reagents and performed a new assay calibration and quality control assessment which generated acceptable results. Although product storage is a likely contributing factor, a definitive root cause has not been determined to date for this event with the data provided.